Event description:
In 2018, I switched my breast implants from saline to silicone. They were both from mentor. This years I felt excruciating muscle cramps and got diagnosed with an auto immune disease, hashimotos. A year and a half after my diagnosis, I switched back to saline and my health deteriorated drastically. I had too many symptoms to function on my daily life. These include: fatigue, brain fog, memory loss, muscle and joint pain, hair loss, dry skin and hair premature aging, inflammation, poor sleep, and insomnia, dry eyes, decline in vison, hypo/hyper thyroid symptoms, hypo/hyper adrenal symptoms, low libido, slow healing, easy bruising, throat clearing, cough, difficulty swallowing, choking, reflux, metallic tastes, vertigo, gastrointestinal issues as acid reflux, gerd, gastritis, leaky gut, ibs, pancreatitis, fevers, night sweats, intolerant to heat/cold, persistent bacterial, viral fungal infections, yeast infections, candida, sinus and uti infections, skin rashes, ear ringing, sudden food intolerance, and allergies, headaches, migraines and ocular migraines, slow muscle recovery after activity, heart palpitations, changes in normal heart rate or heart pain, sore and aching joints of shoulders, hps, backbone, hands and feet dehydration for no reason frequent urination, numbness / tingling sensation, lower limbs, cold and discolored limbs, hands and feet, general chest discomfort, shortness of breath, pain and during sensation around implant, liver dysfunction, anxiety, depression and panic attack, symptoms of fibromyalgia. I decided to remove my breast implants 4 months ago as I felt that I was dying. The 6 months before the explantation were the worse days of my life. After explant 50% of the symptoms have disappeared. I urge you to look into the matter as breast implant is unnatural for the body and has major risks. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).